Event description:
The lay user/patient called lifescan (lfs) and alleged that his meter was set to the incorrect unit of measurement. The medical affairs specialist spoke to the pt and obtained/verified the following information: the pt does not recall if the meter was previously set to the correct unit of measurement. She obtained results of "6.7, 7.4, 8.1, and 6.3 mg/dl". After conversion, these results would read 121, 133, 146, and 113 mg/dl. She stated that these results were lower than normal for her. She visited her physicial for a routine appointment on 10/3/05 and she mentioned the low blood glucose results that she had been receiving. The physician advised the pt to lower her dosage of glucophage from 2 pills a day to 1.5 pills a day. She reported no changes in her blood glucose results since decreasing her medications. No injury or harm was alleged by the pt.